Manufacturer narrative:
This is default text configured for block h10.

Event description:
Inhaler wont allow me to receive my medication because it stops working [product delivery mechanism issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events product delivery mechanism issue and no adverse evemnt in patient (gender, age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 28-may-2026, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date, the patient was being treated with albuterol sulfate inhalation 90 microgram, inhale one puff by mouth, hours as needed (ndc: 69238-1291-1, dose, therapy dates were not reported) for asthma. Concurrent condition included asthma. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that patient was prescribed the albuterol sulfate inhaler. This inhaler didn't allow to receive medication because it stopped working. This was second inhaler from the brand, patient had to switch out the vial with a mouthpiece available at home and that worked because patient had severe asthma and needed rescue inhaler throughout the day. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse evemnt was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse evemnt was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse evemnt with albuterol sulfate. This case is considered as non-serious. The reportability of this case was periodic. Additional information (#1) was received on 05-jun-2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. This case is considered as serious. The reportability of this case was expedited (malfunction report).